Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that battery longevity decreased. Customer reported that battery drained quickly and alarm did not sound. Customer reported of waking with high blood glucose. Customer also reported that the act button was not responding and customer was not able to change reservoir or clear battery out limit alarm. Customer reported that newly replaced battery cap did not resolve issue. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with high idle current due to a short in lcd driver on the lcd board also, moisture damage was found on all the electronic assemblies noted. No unexpected battery out limit alerts, audio or beep anomalies, button error alarms, failed battery test alarms or low battery alerts noted during our testing. The insulin pump passed pump self test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and off no power test. The insulin pump had cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.